Event description:
It was reported to tycohealthcare kendall in 03/2004 that the physician was unable to extract the specimen from the needle. The pt had to have the procedure repeated again in order to obtain a healthy specimen.